Event description:
It was reported that pulse generator interrogation revealed lead impedances of less than 200 ohms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.